Event description:
As reported through edwards lifsciences affiliate in spain, regarding an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, when the 26mms commander delivery system balloon was fully inflated with nominal volume and the slow inflation technique, it burst. During the withdrawal of the system, in the vasculature before arriving to the tip of the esheath, the commander delivery system broke and a part of the balloon was separated and stuck on the iliac artery. The patient was moved to a vascular surgery to remove the part of the balloon that remained inside. The artery was opened to recover the balloon part, and then repaired and closed. This missing part did not cause any injury or dissection, and the patient was noted as to be stable. The devices were returned for evaluation. Per preliminary investigation findings of the returned devices, the esheath liner presented a circumferential delamination 11cm in length from tip and the c-marker band was detached and not returned. As reported, the missing c-marker was inside the patient, hooked and stable in the aorta. It was decided to leave it there. As per medical opinion, there was a lot of calcium that can explain the burst of the balloon, but it can not be explained how it be separated into pieces during the removal of the system. Per preliminary investigation findings of the returned devices, the esheath liner presented a circumferential delamination 11cm in length from tip and the c-marker band was detached and not returned. As reported, the missing c-marker was inside the patient, hooked and stable in the aorta (see image attached). It was decided to leave it there.

Manufacturer narrative:
Investigation is underway.

Manufacturer narrative:
The device was returned for evaluation. The returned device was visually examined, and the following was observed: liner fully expanded but bunched towards the hub and tip opened as designed. Liner circumferential delamination 11cm in length from distal tip. C-marker band detached and not returned. Kink on sheath shaft at 1cm from strain relief. Due to the nature of the complaint, no applicable functional or dimensional testing was performed. The provided imagery was evaluated and revealed the following: c-marker band separated and embolized in access vessel. The esheath and esheath plus is designed in a way that expansion of the sheath allows for retrieval of the system with minimal damaging interactions to the integrity of the balloon or the nosecone of the system. Commander delivery system retrieval through the esheath and esheath plus is validated. To promote maintaining sheath integrity, design requirements and drawings include sheath tip and shaft materials selection and dimensions. Mitigations include visual and dimensional inspections of the sheath assembly and components, including the c-marker band and its application. Users are informed of the residual risks associated with the valve, delivery system and or accessories through the potential adverse events section in the instructions for use (IFU). To help mitigate risks, edwards provides guidance and instructions on visualizing and assessing vasculature, correct device prep, and proper insertion techniques in the IFU and training/refresher training materials, including adequate hydration of components, appropriate orientation of the esheath and esheath plus seam in the vasculature, and the risk associated with excessive calcification or tortuosity. Edwards also provides how to retrieve the delivery system, including if the delivery system balloon is ruptured. In addition, edwards physician training program includes case observation review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and or procedural factors can contribute to circumferential delamination of the sheath liner and separation of the c-marker band can manifest during withdrawal of the delivery system. Furthermore, the review did not identify an edwards related defect that may have contributed to the complaints. Procedural factors such as withdrawal of a delivery system with an altered balloon profile (burst torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. In addition, non coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors such as calcification, tortuosity, and or undersized diameters near the sheath distal tip are present within the patient anatomy. As a result, the operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Furthermore, more than one of these factors can compound and further lead to sheath liner delamination and c-marker band separation. In this case, the complaint was confirmed through evaluation of returned device and provided imagery. Investigation results suggest indicate that procedural factors (withdrawal of burst balloon, excessive manipulation) may have contributed to the sheath liner delamination, while procedural factors (excessive manipulation) may have caused or contributed to the c-marker separation. However, a definite root cause was unable to be determined. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. No IFU training deficiencies were identified. Therefore, no further escalation is required. An existing product risk investigation already captures product risk assessment for the issue. All complaints are reviewed against control limits which are managed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.